Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A new ae has been reported for subject (B)(6). Adverse event term: left thigh hematoma. Site awareness date: 06 feb 2023. Start date: 06 feb 2023. Type of event: local/fracture site. Side: left. Device: rfna. Serious: yes. Relationship to study device: <<blank>>. Relationship to primary study procedure: <<blank>>. This report is for a rfna / 11mm / 380mm 5 degree bend / sterile. This is report 2 of 12 for (B)(4).

Event description:
The following adverse event was reported for subject (B)(6): it was reported that the patient underwent surgery to implant the devices on (B)(6) 2022 after sustaining a high-energy trauma injury. On february 6, 2023, it was noted that the patient had developed a hematoma at the fracture site on the left thigh. The patient required in-patient hospitalization or prolongation of existing hospitalization, and was treated with injected medication and other non-surgical treatments. The adverse event was considered resolved as of february 9, 2023.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H4: manufacture date added. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history: lot. Manufacturing location: monument. Manufacturing date: 29-mar-2022. Expiration date: unknown. Part number: 04.233.138s, rfn/11mm/380mm 5 degree bend/pe inlay/sterile. Lot number: 638p289 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, rfn assembly inspection, met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Note: there was no scn number recorded on the production order traveler. Therefore, the scn for this lot could not be reviewed. There was no pll included in this DHR. Therefore, the pll for this lot could not be reviewed and the expiration date could not be notated. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿adverse event: left thigh hematoma¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review this lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B2: "other serious or important medical events" was selected in error on the previous report. Updated to "required intervention to prevent impairment/damage". B5: updated event description. B6: added lab tests. B7: added patient history.